Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 125 ohms and an alert was triggered. Upon review, it was noted that there was some out-of-range intrinsic amplitude measurements technical services (ts) reviewed and recommended to have the patient seen in clinic for troubleshooting to check the integrity of the system. The pacing impedance remains stable and there was no noise present. This rv lead currently remains in service. No adverse patient effects were reported.